Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record: no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed: no stock product was available for review since the device was fabricated per physician's prescription only. Returned sample: complaint investigator visually inspected the returned device. The upper tray was returned with original case. The results were summarized below. Roughness - the edge was smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - very yellowish possibly due to the heavy usage. General cleanliness - not clean. Debris can be found. Case was returned in a good condition with label. Investigation results: the device with accessories in original package was returned for investigation. Per visual inspection, the appliance had no defect and material has no abnormalities. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, it was unknown how the patient was instructed to maintain and clean the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Patient's weight and ethnicity were asked but unknown. The device is being returned and the evaluation is anticipated. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that patient experienced allergic reaction while using the comfort splint. The patient's lips were reported to be swollen. The patient experienced reaction only recently after having the device for about 4 years. The patient stopped using the device approximately 4 months before notifying the dentist of the reaction. No medication was prescribed for the allergic reaction. Patient was reported to be doing fine.